Manufacturer narrative:
Additional information: companion samples were received for evaluation. Visual inspection of the companion samples revealed no obvious physical defects. Functional testing was performed on two randomly selected samples and no leak was observed. The reported problem was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the seal at the base of the injection port. This was noted after filling, before the bag left the pharmacy. There was no patient involvement. No additional information is available

Manufacturer narrative:
A batch review was conducted and it was found that during manufacturing, a leak test had been failed. All affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.